Event description:
This report was rec'd from alcon labs in which a physician reported a pt who developed an endophthalmitis with an alcon intraocular lens. Upon follow-up from the physician, it was indicated that the iol was a pharmacia & upjohn model 912. The physician was contacted for the details. According to the physician, ceeon lens model 912, 19.50(d) was implanted into a pt's right eye post cataract extraction on 4/22/99. The pt was seen on day one postop and was doing well, vision was 20/60 pinhole. On 4/27/99, day 5 postop, he awoke with blurred vision in his right eye, redness, and pain. He was examined and fibrin noted in the anterior chamber. He was referred to a retinal specialist and diagnosed with endophthalmitis. A vitrectomy was performed that day and he was also treated with vancomycin. A culture of the fluid revealed staph species. He was examined on 6/8/99. Vision was 20/200 and he was reading at 20/60+ at near.